Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of atrial fibrillation (af), and a lead fracture was suspected. The device was reprogrammed per the physician's discretion, pending a future revision. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of atrial fibrillation (af), and a lead fracture was suspected. The device was reprogrammed per the physician's discretion, pending a future revision. No adverse patient effects were reported. Additional information received on 03-mar-2025 indicates the physician has elected, for the time being, not to force a revision on the patient. After device reprogramming, the problem has been resolved. The physician will wait for the patient's next regular follow-up, and if a different picture emerges during the visit, the doctor will reevaluate.